Manufacturer narrative:
We have received the complaint device for evaluation, and we were not able to confirm the failure. Please note that the device was returned cut into two pieces. However, the balloons were functional and inflated/deflated without any problem. The flow through the lumens was acceptable. Lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging processes. Therefore, the root cause(s) of the failure remains inconclusive. We have initiated an internal corrective and preventive action to investigate and address potential cause of the "balloon would not deflate" issue. Please note no patient injuries happened due to this incident.

Event description:
The ic balloon would not deflate during the procedure. The procedure was finished with another device. No patient injury happened due to this incident.